Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00598003702, nexgen stemmed tibial component, lot #61757017; (B)(4). Catalog #00111214001, palacos r bone cement, lot #71334252, quantity 2; (B)(4). No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A patient follow-up letter states that the patient recently found out she is allergic to nickel. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain and loosening.